Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed err "!". No additional patient or event information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Pictures of error displaying on device were taken. The reported event of the receiver displaying an error was confirmed because of the occurrence of the call tech support error. A root cause could not be determined.